Event description:
Consumer left a review at (B)(6).com stating they took both tests and received negative results. Consumer then tested positive at the doctors office. (B)(6).com review (B)(6) 2021. These tests are not accurate, took 2 tests both negative. Went to the doctor and tested positive. Waste of money.

Event description:
Consumer left a review at walmart.com stating they took both tests and received negative results. Consumer then tested positive at the doctors office. Walmart.com review (B)(6) 2021 these tests are not accurate, took 2 tests both negative. Went to the doctor and tested positive. Waste of money.

Manufacturer narrative:
Consumer posted a review on walmart.com. No follow up is to be expected with the complaint file and the incident will be closed internally.